Event description:
Spoke with pt, states that infusions started around 1 hr 40 min when he first started, but last 3-4 infusions has taken over 2 hours. Reviewed pump may need maintenance and we can send a replacement pump with his next order. He was fine with this, also reviewed, has been having discomfort at infusion sites. Spoke with his md who suggested that he take a zyrtec and use cold compress which has helped, but also thought he should try a shorter needle. He's already using standard for avg adults, "but reviewed that pt q - its isa-I - abdomen area where he infuses. Reviewed, we can send 6mm needle sets with next order, but instructed to monitor for and report eating, would like shorter 6mm needle per his discussion with his md. No adverse event was reported." Reported to (B)(6) by pt/caregiver. Dose or amount: 20gm (100ml), frequency: every 2 weeks, route: subcutaneously. Dates of use: from unk to current. Diagnosis or reason for use: nonfamilial hypogammaglobulinemia.